Event description:
A us distributor reported that a patient was experiencing ecgs non-functional messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was corrosion found on components of the ECG "c." The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged electrode belt.